Manufacturer narrative:
Combination product: yes, 04-dec-2024 additional information: it was intended to treat a lesion with 50-70 percent stenosis degree in the proximal lcx. Only the guiding catheter used in the intervention was returned and subjected to a technical analysis. The production documentation of the affected product was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The guiding catheter used in the intervention was returned inside the sterile pouch of the affected orsiro mission. The guiding catheter is folded back at its distal end and severely damaged about 25 mm proximal to its distal end (i.e. Strongly kinked, both outer shaft material and braid are crushed). During the investigation, the guiding catheter was dissected but the stent could not be found. The delivery system of the affected orsiro mission was also not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter of a defined amount of samples is tested from every lot and the stent retention force is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. When advancing the device to the lesion, the stent dislodged within the guiding catheter before deployment. Stent was retrieved. No part remained in patient.